Manufacturer narrative:
(B)(4).

Event description:
Product returned for routine analysis.

Manufacturer narrative:
Catheter model # 8709sc lot, # n108773010, implanted on: (B)(6) 2007, explanted on: (B)(6) 2012; catheter model # 8709sc, lot # n132450013, implanted on: (B)(6) 2008, explanted on: (B)(6) 2012; catheter model # unknown, lot # unknown, implanted on: unknown, explanted on: unknown. (B)(6). Analysis of the pump revealed no anomaly found. Analysis of the unknown catheter revealed sutureless connector (sc) coring-tears-cuts in seals; meets leak non-conformance.